Event description:
It was reported that the patient with this pacemaker device was found in safety mode. The patient was seen in the office and unable to do lead testing and patient was having visible pocket stimulation. The device was not pacing when needed. Upon review, it was recommended to have this device changeout due to potential symptoms to current settings and increase in power consumption due to increase in pacing output voltage. Subsequently this device was explanted and successfully replaced. No additional patient adverse effects were reported. This device is returned for analysis.

Event description:
It was reported that the patient with this pacemaker device was found in safety mode. The patient was seen in the office and unable to do lead testing and patient was having visible pocket stimulation. The device was not pacing when needed. Upon review, it was recommended to have this device changeout due to potential symptoms to current settings and increase in power consumption due to increase in pacing output voltage. Subsequently this device was explanted and successfully replaced. No additional patient adverse effects were reported. This device is returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that critical therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.

Manufacturer narrative:
This report contains correction in section b5 describe event or problem. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that critical therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.

Event description:
It was reported that this pacemaker was found to be operating in safety mode. The patient was seen in the office and visible pocket stimulation was observed. Additionally, lead testing could not be completed. The device did not appear to be pacing when needed. Boston scientific technical services was consulted, and device replacement was discussed. No adverse patient effects were reported. This device was replaced and returned for analysis.